Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s left ventricular lead became dislodged and, thus, exhibited an absence of capture. For personal reasons the patient has postponed a corrective procedure. No further information was available.